Event description:
It was reported that the patient underwent sinus augmentation (sinus lift) utilizing rhbmp-2/acs concurrent with dental implant placement. One day post-op, the patient presented with mild edema and oral pain. At 8 days post-op, the patient presented with mild erythema. No treatment was provided. The edema and erythema resolved within a month post-op, and the oral pain had resolved within 7 months.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.